Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced an alarm not sounding and an adverse event. Patient's mother reports that patient did not hear an alarm from the continuous glucose monitor (cgm). Patient's blood glucose (bg) fell to a dangerous level. School nurse called an ambulance. It is not known what treatment patient received, or if he was transported to hospital. No glucose values were provided. At the time of contact patient is in good health. Additionally, the patient's mother tested the receiver's alerts and they worked. No further event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A manual test was performed and speaker sounded. A functional test was performed and it passed. Performed receiver dropped tests for audio intermittent and it passed. The receiver case was opened for an internal visual inspection and it passed. The receiver log was downloaded and evaluated with no related errors observed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.